Event description:
It was reported that during prep for a ptca procedure, the maverick monorail 30/2.0 mm was ruptured before use. Another balloon was used to successfully complete the procedure. No pt injuries or complications were reported, and pt status was reported as "fine."